Event description:
Caller reported that a cartridge alarm occurred. There was no adverse impact to the customer's blood glucose level. The customer reloaded the same cartridge independently, was able to resume insulin therapy successfully, and the issue was resolved.